Event description:
A distributor in (B) (4) reported that a connector was missing from an rt105 adult breathing circuit kit. This was noticed during their inward goods inspection.

Manufacturer narrative:
(B) (4). This is an event that has been reported to fisher & paykel healthcare by a distributor in (B) (4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the returned rt105 adult breathing circuit kit was visually inspected for a missing connector. Results: the investigation confirmed that a connector was missing from the returned breathing circuit kit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that the humidifier connection tube was omitted during production packing. The new standard operating procedures (sops) have been put in place to assist the operators on the production line to correctly pack breathing circuits. A specific pack card detailing all components required must be displayed at the packing station. Each completed circuit pack is then weighed to ensure that every component is accounted for. The pack card is changed as part of the line clearance procedure. (B) (4).